Event description:
Custom packs in total knees and hips have 4 to 6 medline skin markers that come apart unexpectedly when touched or handled. After handling these markers to mark the skin or bone pre-op and intra-op they fell apart into the surgeons hands into three parts. Unable to give a specific lot number. The pens come in a variety of surgical packs.